Event description:
It was reported that while using bd epicenter¿ single user software an increased potential for mis-association was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: problems with information about fungus found in sample and what is displayed in labcore.

Manufacturer narrative:
H.6. Investigation: customer reporting problems with information about fungus found in sample and what is displayed in labcore. Contact is made with the user and the status of the report is verified in epicenter (441002) serial number (B)(6) , support is requested from fas and interface distributor, it is concluded that the error was generated by personnel on duty. This is not a confirmed complaint of a bd product. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd epicenter¿ single user software an increased potential for mis-association was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: problems with information about fungus found in sample and what is displayed in (B)(6).